Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no button response on up arrow button due to corroded keypad traces noted. No unexpected scrolling numbers noted. The insulin pump has scratches on lcd window, cracked case at lcd window corners, cracked lcd window, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube, cracked battery tube threads, cracked belt clip slot and missing end cap sticker.

Event description:
Customer reported that the buttons on the insulin pump seem to be stuck. Customer stated that the buttons on the insulin pump are unresponsive and the numbers are scrolling. Customer's blood glucose reading at the time of the call was 203 mg/dl. No further information reported.